Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of angiocath 22ga x 1,00in 0,9 x 25mm experienced blood spatter/leakage. The following information was provided by the initial reporter: when the venipuncture was performed, the jelco 22 was usually inserted, the mandrel was removed and it was inserted, and it was noted that the blood flow was continuing. When the retina was removed, another mandrel with the silicone was inserted and another puncture was necessary. Information received by email on 4/5/2019: there was another needle inside the catheter. When the health professional had perform the punction, it was noticed that another needle was inside the catheter. This needle was removed and the catheter was removed together. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or "chemotherapic" to the skin. The drug used was saline (0,9%).

Event description:
It was reported that an unspecified number of angiocath 22ga x 1,00in 0,9 x 25mm experienced blood spatter/leakage. The following information was provided by the initial reporter: when the venipuncture was performed, the jelco 22 was usually inserted, the mandrel was removed and it was inserted, and it was noted that the blood flow was continuing. When the retina was removed, another mandrel with the silicone was inserted and another puncture was necessary. Information received by email on 4/5/2019: there was another needle inside the catheter. When the health professional had perform the punction, it was noticed that another needle was inside the catheter. This needle was removed and the catheter was removed together. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin. The drug used was saline (0,9%).

Manufacturer narrative:
H.6. Investigation summary: according to visual analysis of the sample under magnification it can be observed that the catheter detached from the adapter and became attached to the wedge metal. Measurements made of the ¿metal wegde¿ component and the inside diameter of the adapter and all measurements are within the product specification. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot, therefore, we were unable to determine an exact root cause. Possible root cause: although no records were found that could lead to the defect claimed in the batch history analysis and no records of non-compliance or quality notification based on the investigations, it has been found that for this incident there may have been a failure in the catheter / adapter crimping.